Event description:
Found during inspection, the customer called to report that a broken pin was stuck in a pin socket of the device's therapy connector. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed a low voltage pin from a therapy cable broken off and stuck in the corresponding pin socket of the device's therapy connector. The therapy connector was replaced and then proper device operation observed through functional and performance testing. The device was returned to the customer for use.